Event description:
It is reported that the patient complained of burning and pain while the nurse irrigated patient's venous leg ulcer. It is also reported that the burning did not stop, so the nurse discontinued product use and irrigated the wound with normal saline, and after a few minutes the burning stopped as a result.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that since event occurred several weeks ago, the nurse was not able to provide additional patient information. An investigation request was to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.